Event description:
A consumer implanted for failed back surgery syndrome and peripheral neuropathy reported on (B)(6) 2016 they were in so much pain, experienced a loss of therapy, couldn't get the stimulator to work, and didn't feel a lot of stimulation. The patient programmer (pp) was used to sync with the implantable neurostimulator (ins) which confirmed stimulation was on. The consumer was on program b, and was able to increase stimulation on group b, program 2 which allowed them to feel stimulation better in their toes and legs. The manufacturer's representative (rep) also called the consumer to walk them through their questions.

Event description:
Additional information received from the consumer reported a follow-up appointment was scheduled with the healthcare provider (hcp) at the end of the month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.